Manufacturer narrative:
The lot was manufactured from august 2, 2018 - august 3, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. It was further reported the expected time of therapy was 46 hours; the total infusion time was not reported. This issue was identified after use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.